Event description:
Boston scientific received information that approximately two months ago, this patient underwent a pocket revision due to device migration. Subsequently, approximately one month later an infection developed, and the whole system was removed. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.